Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope exhibited tear and cut in the light guide cable and the metal was found exposed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage, objective frame dents on distal edge, outer tube dents on distal edge, cuts on light guide cable. A root cause could not be identified. Based on the results of the investigation, it is likely the reported customer allegation was confirmed as there is cuts on light guide cable. Also for the additional finding, the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.